Event description:
It was reported that during a lap cystectomy procedure, the buttons on the right side of the device did not work. The generator and handpiece were assembled correctly. The foot pedal was used to finish the case. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.